Manufacturer narrative:
A visual examination of the returned device found that the exposed cutting wire was broken at the anchor notch. It was confirmed that the cutting wire was soldered correctly during manufacturing by cutting open the distal tip and removing the anchor. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. Additionally, the cutting wire showed no discoloration from electrical activation. The condition of the returned incident device was consistent with the complaint that the cutting wire broke during preparation. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with prosthesis placement. According to the complainant, upon testing the device outside of the patient, the cut wire broke when the device was bowed. The procedure was completed another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with prosthesis placement. According to the complainant, upon testing the device outside of the patient, the cut wire broke when the device was bowed. The procedure was completed another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.